Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2018-13539. It was reported the patient experienced a fall. System diagnostics revealed high impedances on 6 contacts on the medial lead. Surgical intervention is pending to address the issue.

Event description:
Device 2 of 2. Reference MFR report# 1627487-2018-13539.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-13539. It was reported the patient experienced lead migration (confirmed via x-rays) reference MFR.# 1627487-2019-00087, 1627487-2019-00089.

Manufacturer narrative:
Corrected data: device explant date was unintendedly excluded in the initial report. This report contains missing data.

Event description:
Device 2 of 2. Reference MFR report# 1627487-2018-13539.